Event description:
An email notification was received in the corporate mailbox on (B)(6), 2010. End user reported tubing to be leaking under blue cap. The tubing actually was cracked at the connection. It is unknown if an actual leak ever took place. The tubing reportedly cracked when a nurse tried to disconnect it. This incident occurred with the micro volume extension set, product code 2n3348, with an unknown lot number. It is unknown what medication was being infused. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information is available.

Manufacturer narrative:
The sample has been received for evaluation. Upon completion of the evaluation or if any additional information is received a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The customer returned one actual sample of product code 2n3328, with an unknown lot number for evaluation purposes related to the leak condition. The sample was visually inspected per specification and no anomalies were observed. The sample was pressure tested at 8 psi and functional tested and a leak was confirmed in the tubing. The assignable cause could not be determined. A batch review could not be performed since this lot number is unknown. (B)(4)